Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of "lo" blood results. Last 5 blood result in memory: "lo", 72mg/dl, 172mg/dl, 133mg/dl and 132mg/dl. No adverse event reported.